Manufacturer narrative:
The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to light button. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing. The probable root cause is attributed to an electrical issue with the button.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the 0-degree endoscope plus was unable to target and it kept switching eyes. The procedure was completed with no reported injury.